Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for heart failure symptoms. The left ventricular (lv) lead was found to be exhibiting loss of capture. This lv remains in service, but the lead was reprogrammed to restore therapy. No additional adverse patient effects were reported.